Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional reported that the adverse symptoms experienced by the patient occured two days after an MRI scan. The date of the MRI scan is unknown. A pump reset procedure was not performed after the MRI scan. Pump therapy will not be resumed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced vomiting, hallucination, insomnia, muscle spasms, and increased pain. It was reported that the patient heard a noise in her back, where the catheter is located. The following day, a 0.0 mcg/day flow rate was programmed. The physician does not believe that the symptoms are related to the pump.